Event description:
Caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer was informed that a replacement pump with updated software would be sent. The customer was advised on how to store the pump before returning it and was provided instructions for the new pump. There was no backup therapy available, and the caller planned to contact their healthcare provider. The customer acknowledged and understood all instructions and shipping details, including returning the malfunctioning pump to tandem.